Event description:
It was reported the coagulation could not be adjusted above the level 5 intra-operative. The physician had to introduce a separate suction coagulating device in order to complete the procedure. No patient complications were reported as a result of this event.